Manufacturer narrative:
The inserter was not returned for evaluation. The lot number was not provided; therefore, a lot history review could not be performed. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
It was reported that the superior anterior capsule tore while placing superior haptic in the bag. The lens vaulted. The lens was explanted and replaced with a different model lens. Reportedly, the patient's prognosis was good after clearing of post-op corneal edema.